Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that when the product was taken out of the carton, it was confirmed the product was sticky so it could not be used. A backup was available. No delay or harm to the patient was reported.

Manufacturer narrative:
H3, h6: the batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. A complaint history review found a small number of similar instances of the reported event. There is nothing to indicate that this is outside of acceptable rates of occurrence. The device was used for treatment and was returned for analysis. The device showed no issues and was suitable for use. We have therefore not been able to confirm a relationship between the event and the device or identify a definitive root cause. It was reported that the dressing was removed from the carton and was too sticky and could not be used. Probable root causes is an environmental issue due to incorrect storage. Temperature can affect the adhesive nature of the dressing and so it must be stored in accordance with the conditions outlined in the IFU. The users of the reported product are advised to consult the IFU, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including correct storage conditions prior to use. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.